Event description:
It was reported that the recharger was not working properly. As a result, the patient was unable to charge their implant. During the call, the caller was seeing the 'charge your recharger' warning screen. The caller connected the desktop charger (dtc) to the recharger and the screen changed to the 'charge your recharger' information screen. The caller pressed the audio key, then the screen changed to the recharger charging session screen. Moments later, however, the screen changed to the splash screen and was showing 'medtronic 4.1.' The screen went blank after that and the recharger did not respond when the patient pressed buttons. Agent had the caller examine the equipment and they noticed that the dtc connector pin was bent, and the contacts inside the recharger charging port looked like they were pushed back. The issue was not resolved. Agent reviewed the wireless recharger transition process, but the patient said they needed replacement equipment as soon as possible. An email was sent to the repair department to replace the recharger and dtc.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) product type recharger product ID 37651 lot# serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of 37761 (serial# (B)(6)) recharger found cable assembly had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.